Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. It was unknown if the patient required hospitalization, and treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.